Manufacturer narrative:
Insulin pump power up properly after battery installation. Insulin pump received with operating currents within specification. Insulin pump was monitored and no blank display anomalies were noted. No damage on the connector or lcd isolation tape noted. Insulin pump received with intermittent buttons due to corroded keypad traces. No button error alarms noted. No display ramping on its own anomaly noted. No traces of moisture were noted at electronic or motor assemblies per visual inspection. Insulin pump received with cracked reservoir tube lip, broken battery tube threads and minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed button error for the second time. Customer removed the battery and reinserted it and now the device will bit turn on. Customer stated that the buttons are not responding properly. Customer stated that her blood glucose went and is treating with manual insulin injections. Current blood glucose is 78 mg/dl. Customer does not recall any significant events leading to the alarm. It was stated that the battery cap is stripped but the insulin pump case has no damage. The contacts on the battery cap are not missing or damaged and the battery compartment is neither damaged or corroded. Customer was instructed to clean the battery cap and reinsert the battery; the display did not return. Nothing further reported.